Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) the left lead migrated down three contacts which was confirmed by an x-ray. It was unknown why the lead migrated. Impedance testing was performed with results that were within normal limits. The patient wasn't getting stimulation to their left neck so reprogramming was done without any success. Relevant medical history includes cervical/neck and spinal pain. A revision of both leads took place on october 26th.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient was now getting stimulation coverage to the left neck.